Event description:
The customer called to report high blood glucose levels. Troubleshooting was performed and the insulin pump passed the prime test, but failed the high pressure test three times.

Manufacturer narrative:
The insulin pump was unable to prime due to a faulty force sensitive resistor. Unable to perform the seat, rewind, and occlusion tests due to the prime anomaly. The insulin pump alarmed during the error test due to an open cell on the interface board.